Event description:
The customer returned the ureteroreno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chipped bending section cover/distal sheath glue was found. There was no patient involvement.

Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.